Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related MFR#2938836-2020-01630. It was reported that when the patient presented for device change-out, the right atrial lead was explanted and replaced due to previously noted issue of insulation damage resulting in noise. The patient was stable.